Event description:
The patient reported that the physician informed him that his lead was coming apart and was about to fracture. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion breaching the rv cable lumen from 14.4cm to 14.6cm caused by friction to the ICD can. The etfe insulation was intact.